Event description:
It was reported patients ipg was unable to hold charge and the ipg was deemed to be inoperable as it was unable to communicate with external devices. To address the issue the patient underwent surgical intervention of ipg replacement and post operatively therapy was restored effectively

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.